Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels, dka, loss of consciousness, and a urinary tract infection.

Manufacturer narrative:
It was also reported that the patient was diagnosed with a urinary tract infection and placed on intravenous antibiotics upon admission. The pump has not been returned to animas for evaluation. The pump settings and delivery history were reviewed with the patient's mother and confirmed as accurate. The history indicated that the patient did not administer routine insulin boluses for two days prior to the event. The patient was discharged on insulin pump therapy and has continued to use the pump with no reported subsequent events.